Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved angio-seal evolution device did not deploy.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The lot number of the reported product code is unknown, however, the potential lot number was reported to be 6420049. The expiration date for the potential lot number is 03/31/19. The UDI for the potential lot number is 05414734028523. The device manufacture date for the potential lot number is 04/23/18. A review of the device history record for the potiential lot number for the reported product code was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.